Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the orange tying area completely visible prior to attempting to connect the anvil to the device? - the orange band was completely covered and not visible did the other distal colon resection that was made result in any patient consequence or change to the patient care? - no change in procedure or patient consequence was there any patient consequence as a result of the procedure being prolonged by twenty minutes? - no patient consequence. What is the current status of the patient? - have no update here. Additional clarifying information was requested and the following was obtained: just for clarification, was the orange band visible prior to attaching the anvil to the trocar and then completely covered after attaching the anvil? Yes, the orange band was visible, and then completely covered after attaching the anvil.

Event description:
It was reported that during a laparoscopic colon resection, a powered circular stapler was being prepared for use. The surgeon attached the anvil to the spike of the circular stapler using a hand assisted technique and verified visually the anvil was fully seated/attached. As the anvil was being retracted back into the device, it popped off of the spike. The surgeon noted there was no tension on the colon. Due to concerns about the integrity of the connection. The anvil and stapler were removed. A manual circular stapler was opened, another distal colon resection was made, and the case was completed using the manual stapler, after a twenty minute delay.

Manufacturer narrative:
(B)(4). Batch # t5c82m. Device evaluation summary: the analysis results found that the cdh29p device arrived with weld separations at rotation knob. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. No conclusion could be reached on what caused the weld seam separation noted during the visual inspection. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4).